Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The screwdrivers were analyzed for conformance to print specifications as well as the device history records were researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. It is possible that the screws were tightened up with far too much force, using the torque-limiting handle, and caused these breakages of the tips. The fractured surfaces are homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. No product or material related condition was found, this complaint has been determined to be invalid. (B)(6).

Event description:
The instruments were being used to apply final tightening to the locking caps on the construct when the tips broke. This is 1 of 2 reports for this complaint (B)(4).